Event description:
It was reported that when uploading stretcher from ambulance with pt, the hook caught and wheels dropped down as normal, the cot dropped in 2 stages. The attending emt said that she did not touch the release. The pt indicated that she experienced back and neck pain after the incident; however, no medical intervention was required. Once medic also indicated intervention was required. One medic also indicated that their knee twisted and they experienced some back pain. No medical intervention was required for the medic; however, they did create an incident report. There was pt involvement reported, however, no adverse consequences have been reported.